Event description:
The customer reported the battery failed capacity testing and the system is not operational. Ther was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.